Manufacturer narrative:
One sample was received for evaluation. The sample was visually inspected, and no evidence of damage was observed. The catheter was fully extended and there was evidence of slight arching or curvature and deformation from the distal end tip of the catheter. When advancing the catheter end tip through the peep seal and y-adapter, there was no resistance felt. The catheter passed through the peep seal and y-adapter freely. The catheter tubing was advanced through the peep seal multiple times to try and replicate the customer's description of the problem, but the investigator was unable to duplicate the reported event. It was concluded that the investigation could not confirm the failure reported, and that the defect could not be caused by manufacturing defect or proper use. The failure could only be duplicated by retracting the catheter out of the entrance (below the silicon washer) of the seal cartridge, which is not normal use for the product. Per the instructions for use included with the product: "suggested suction procedure: stabilize halyard catheter and et adapter with one hand then advance the catheter into the endotracheal tube with the thumb and forefinger of the opposite hand. Release catheter and repeat until desired depth is reached. Depress thumb control valve and hold; withdraw catheter gently. Stop withdrawal when black mark on the tip of the catheter is visible within the dome." The device history record for m6088t501 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Sample not received.

Event description:
It was reported that the suction catheter had been pulled back too far, and the health care worker was unable to push it back through without causing a leak of the endotracheal tube. This resulted in profound desaturation and bradycardia of the patient. The catheter was changed for a new one and the patient was stabilized with ambu ventilation bagging. No further information has been provided at this time.

Manufacturer narrative:
No sample was provided for evaluation, therefore no root cause could be determined. A review of the device history record is not possible as no valid lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).